Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the one of the lifevest ECG electrodes and an ulcer under the electrode belt cables. The irritation was open and peeling. It is unknown if the patient sought medical attention. The medical outcome of the irritation is unknown.